Manufacturer narrative:
The device was evaluated, the reported issue was confirmed. The nozzle was clogged with a white fiber. The amount of air and water supply was insufficient due to the clogging of the air supply / water supply nozzle due to handling (insufficient cleaning). The drainage function was impaired due to clogging of the air supply / water supply nozzle due to handling (insufficient cleaning). There were scratches on the operation part, operation part cover, up/down/right/left knobs, up/down angle fixing lever, grip, universal code, right/left angle fixing knob due to external factors. The operation part cover was peeling off due to an external factor. The forceps stopper was scraped due to an external factor. The universal cord was crushed and had wrinkles due to an external factor. Due to external factors, scratches were found on the scope connector side of the universal cord. There was corrosion of the electrical connector contacts due to handling. The scope connector may have been scratched due to external factors. The paint on the air / water supply cylinder and suction cylinder was peeled off.

Event description:
It was reported by the olympus representative, the nozzle on the evis lucera gastrointestinal videoscope was clogged due to insufficient or incorrect reprocessing. The nozzle clogging occurred from the first clinical use after the repair was completed. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed that a foreign material had clogged the nozzle. A review of the device history record found no deviations that could have caused or contributed to the clogged nozzle. A definitive root cause for this issue was not established. However, it is probable that the issue occurred from the deterioration of the device. It was thought that some debris had clogged the nozzle. Olympus will continue to monitor field performance for this device.